Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth: requested, not provided. Patient sex: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the preparation of the angio-seal device was as usual without any complications. The angio-seal device was advanced over the wire however got stuck at the skin level. The device was able to be inserted with a lot of force. There was no patient harm. Additional information was received on (B)(6) 2021: a pre-deployment angiogram was performed. There was no stenosis, plaque or calcium present around the insertion site. The insertion site was above the bifurcation and below the inguinal ligament. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the carrier tube assembly and hemostasis sheath. The sample was subjected to visual analysis. The carrier tube assembly was mated to the hemostasis sheath and the locking mechanism was set to rear lock position. The suture was released from the hemostasis sheath tip. The clear stop was released, and the suture was found to be cut prior to the clear stop. No other signs of deformation or damage were found on the sheath. Dimensional testing was performed. Dimensions were taken of the sheath. The od of the sheath was found to be 0.116" which was within specification of 0.114" +/- 0.005". The ID of the sheath was found to be 0.094" which was within specification of 0.094" +/- 0.005". All measurements were within the manufacturer's specifications. The complaint cannot be confirmed since the arteriotomy locator was not returned and the hemostasis sheath was within specifications. The exact root cause cannot be determined. The likely root cause is there was some obstruction around the puncture sight that restricted motion of the arteriotomy locator and hemostasis sheath. Review of DHR showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. An action item was initiated to address the increase in occurrence.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.